Event description:
The physician reports that a patient underwent cataract surgery with implantation of the cystalens in the left eye. Approximately one month postoperatively, the lens vaulted due to capsular contraction syndrome. Preoperatively, the patient's bcva was 20/20 and mrse was +0.50 sph. After the lens vaulted, the bcva decreased to 20/80. The lens was repositioned in 2008, and the following day a yag capsulotomy was performed. After the interventions, the bcva improved to 20/30 and the mrse was +1.25 +0.50 x 047. According to the physician, the cause of the event was due to temporal capsular phimosis which caused the lens to vault posteriorly.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Conclusions - according to the physician, the root cause of the reported problem of lens vaulting was related to capsular contraction syndrome.